Event description:
It was reported the clips were used during a nephrectomy procedure. It was reported the ap400 clips were not closing. Five packages of clips wee opened and 2-3 clips in each box were not closing properly - the top jaw would turn. The case was completed by changing to a titanium clip. There was no consequence to the pt.